Event description:
During the implant procedure, prior to deploying the anchor from the anchor dispenser tool, the implanting neurosurgeon made multiple attempts to twist the anchor "to loosen the anchor from the metal rod prior to deployment." The surgeon was unable to twist the anchor while the anchor was still on the dispenser tool and requested a new anchor/anchor deployment dispenser. An accessory kit was opened and used for the implant procedure to fulfill his request. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury.¿ the device system was going to be used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8785, lot # n511710, implanted: (B)(6) 2015, product type accessory; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4). Device evaluation summary ¿ the anchor and dispensing tool were returned for analysis. Analysis found that the anchor ¿did not properly detach from the ascenda tool ¿ not able to use.¿